Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Additionally, the patient reported experiencing a rash at the pod site. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed with the needle mechanism, soft cannula, or hard cannula. Investigation of the bottom housing revealed no damages or defects with the adhesive welds. Additionally, no damages or defects were observed that would contribute to skin irritation. The cause of the reported dislodged cannula and skin irritation could not be determined, and the cause of the reported adhesive issue could not be determined.